Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) level of 43 mg/dl. Low bg cause was not known. Customer had assistance from mother and school nurse who provided carbohydrates and juice to address bg. Reportedly they also assisted the customer in walking to a vehicle. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.